Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product¿s lot number was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report from the field indicated that a distal thromboembolism occurred during use of a 5x33 embotrap ii (et009533/unknown lot #) revascularization device in a mechanical thrombectomy for acute ischemic stroke. The embotrap device was retracted into the concomitant suction catheter and removed from the patient as a unit; then a distal embolism was observed. There was no report that the patient¿s condition worsened as a result of the event. No additional information is available.

Manufacturer narrative:
Product complaint #: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that a distal thromboembolism occurred during use of a 5x33 embotrap ii (et009533/unknown lot #) revascularization device in a mechanical thrombectomy for acute ischemic stroke. The embotrap device was retracted into the concomitant suction catheter and removed from the patient as a unit; then a distal embolism was observed. There was no report that the patient¿s condition worsened as a result of the event. Additional information received indicated that no additional treatment has been provided for removal thrombus of the distal embolism. There was no large clinical symptoms caused by embolization in distal territory and there are were no effect on the patient's status. The device has been discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Embolization of thrombus is a known potential complication during mechanical restoration of flow and thrombus removal procedures in which the embotrap is used. During these interventional procedures, the devices are advanced and withdrawn through pre-existing thrombotic lesions with risk of embolization of thrombus. The root cause of the event cannot be determined based on the information available for review; however, clinical and procedural factors including clot burden, vessel characteristics, and device manipulation, may have contributed with no indication of a device malfunction. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.